Event description:
Additional information received indicated that the patients' right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient's pacemaker was also explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02845. It was reported that the patient presented in clinic for routine follow-up experiencing dizziness. Upon interrogation, the pacemaker and right ventricular lead exhibited over-sensing of noise. Far-r wave oversensing was also noted. No device intervention was performed. Patient condition was stable.